Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 31-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included condom (birth control) from 1993 to 2002, blood pressure high, copd and cervicitis. Concurrent conditions included obesity, anemia, shingles, chest pain, diabetes and heart disease, unspecified. Concomitant products included atenolol (atenol) and hydrochlorothiazide. In 2002, the patient had essure (ess205) inserted. In 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain: abdominal pain") and was found to have uterine leiomyoma ("fibroids/leiomyomata"). The patient was treated with surgery (she had total hysterectomy to remove the essure implant). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the pelvic pain and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, migraine, headache and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: the uterus measures 14.6 x 9.7 x 7.1 cm. The ovaries are not well seen. There are fibroids in the uterus noted measuring up to 5.2 cm on the right. The overall evaluation of the uterus is limited. The endometrium is thickened measuring up to 2.5 cm. There are no collections seen.. Ultrasound scan vagina - on an unknown date: the uterus is heterogeneous with fibroids transvaginal there is a left-sided posterior lower uterine mural fibroid measuring 2.9 x 1.8 x 2.6 cm , posterior mural fibroid measuring 4.7 x 4.2 x 3.89 cm, right-sided anterior mural fibroid measuring 4.90 x 5.63 x 4.27 cm, posterior left-sided mural fibroid measuring 1.68 x 1.13 x 1.50 cm the endometrial echo was obscured by heterogeneity of the right there is no free fluid seen in the cui de sac.; in 2002: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, menorrhagia, vaginal hemorrhage." Most recent follow-up information incorporated above includes: on 11-feb-2019: reporter information was added. This case concerns 31 year old patient. Her historical and concurrent conditions were added. Lab data was added. Essure indication was added. Essure removal date was added. Concomitant medication was added. Per plaintiff fact sheet following event: abnormal bleeding (vaginal, menorrhagia), migraines, headaches, pain: abdominal pain, fibroids/leiomyomata were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.